Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that his infusion device shut down without warning. The patient stated that he is aware of the power pack recall, but he leaves the power packs in the device until they lose power and did not pay attention to the 2 week requirement. The patient was educated that the power packs had been corrected and advised to immediately discard all old power packs. The patient acknowledged and stated that he would only use the corrected power packs. The patient reported that his blood glucose was elevated to 391mg/dl at the time of the event. The patient attempted to remove and replace the power pack, but the power pack became lodged into the device and could not be removed. The patient switched to his back up device and bolused to reduce his elevated blood glucose values. The product was requested to be returned but the patient refused to return the device.the patient did not require medical assistance from a healthcare professional or second party to address the issue.